Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10, h11 corrected fields: h6(problem code). A getinge field service engineer (fse) evaluated the unit and was unable to reproduce the issue. The fse replaced the printer (0161-00-0024-04) as a preventative measure. The unit passed all safety and functional tests, and was returned to the customer in good working condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that under inspection, the cardiosave intra-aortic balloon pump (iabp) printer is not printing. There was no patient involvement.